Event description:
It was reported to philips that there was a loss of live image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips has received the complaint indicating that there was loss of live image.no further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome.